Event description:
It was reported by service report that the locking pins on the retractable head section were rusty and the head section was sticking when attempting to unlock it; "lift here" labels were missing. There was pt involvement; however, no adverse consequences were reported.